Event description:
The pump and catheter were explanted and returned to the manufacturer due to an unspecified malfunction. No pt symptoms were reported. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be submitted, when device analysis is complete.